Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector and the therapy cable assemblies. Proper device operations was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies, and determined that the root cause of the reported failure was a low voltage pin socket, designator #5, that was broken off, causing the "energy charge" condition.

Event description:
It was reported that the device failed to charge energy. There was no patient use associated with this event.